Event description:
The customer indicated that the monitor shut down during a patient transfer. There was no report of patient harm associated with this event. The customer provided no patient information.

Manufacturer narrative:
The device has not yet been received. Additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.